Event description:
A customer reported that their pump screen was dark and would not turn on after being in the pool for approximately three minutes. There was no adverse impact to the customer¿s blood glucose level. Customer service advised the caller to connect the pump to a power source, but the screen remained unresponsive, and a red led was blinking. As a result, tandem technical support arranged to replace the pump and instructed the customer to use multiple daily injections for insulin delivery in the meantime.